Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (14f glidelight laser sheath, 16f glidelight, and 11f tightrail rotating dilator sheath) were used to extract the rv lead, with the last device in use being the 16f glidelight. After the rv lead was removed, the patient''s blood pressure decreased but did not appear to be an issue, and there was no evidence of a superior vena cava (svc) perforation. The physician began extraction of the ra lead using the 16f glidelight, and removed it, with the patient''s blood pressure continuing to drop. Using transesophageal echocardiography (tee), fluid was noted near the ra. Contrast was used via venogram, with no perforation detected. After attempting to treat the effusion (unk type) unsuccessfully, a sternotomy was performed and an svc perforation was discovered. The svc was noted to be "mangled" and no longer appeared to be attached to the ra. The perforation was unrepairable, and the patient did not survive. This event captures the 16f glidelight, the last device in use within the svc, when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.